Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed use residue on and within the sample. The sample was flushed with a 12 ml syringe of water and a leak was observed between the 32-33 cm depth markings. Tensile weakness was observed in the catheter around the area of the leak. A microscopic observation revealed a longitudinal split at the location of the leak. The edges of the split were observed to be straight and mostly even with a smooth and granular surface texture. A significant amount of blood residue was observed just distal to the split. These findings are characteristics of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the next day after placement, the patient felt discomfort in the upper limbs while administering b-freed, so the catheter was removed and a leak was found. No other information was provided.